Manufacturer narrative:
(B)(4). Clinical review of the medical records revealed none of the peritoneal dialysis fluid cultures obtained in the hospital showed any growth and none had a white blood cell count greater than 100 which would be indicative of peritonitis according to the ¿ispd guidelines/recommendations for peritoneal dialysis-related infections recommendations: 2005 update.¿ nonetheless, the patient was diagnosed and determined to have pseudomonas stutzeri peritonitis (which is not available in the medical record). Pseudomonas stutzeri is a gram-negative, rod-shaped bacterium. According to the ispd guidelines, the etiology of gram negative peritonitis is often unknown. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the hospital on (B)(6) 2016 with complaints of aching abdominal pain that started approximately 2 days prior. The patient also experienced nausea, vomiting and diarrhea. In addition, the patient was hypotensive and hypoglycemic. The patient was admitted into the hospital. Patient was administered zofran and lomotil which alleviated the symptoms. In addition, the patient's peritoneal dialysis fluid grew gram negative rods and the patient was started on cefepime and cipro. The patient's stool for c-difficile was negative. The patient's insulin was adjusted. The patient improved and was discharged (B)(6) 2016. The patient's discharge diagnoses were: peritonitis, hypoglycemia, chronic diarrhea, hypocalcemia, hypotension due to drugs and intractable vomiting with nausea.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During follow-up a peritoneal dialysis nurse reported that a patient was hospitalized from (B)(6) 2016 due to pseudomonas stutzeri peritonitis. The patient was discharged to a rehabilitation facility for three weeks due to generalized weakness. Medical records were requested.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.